Event description:
It was reported that during the implant procedure a decrease in sensing was observed. At subsequent follow-ups, sensing continued to decrease. Lead repositioning is planned. No adverse consequences were reported. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.